Event description:
It was reported that the patient presented in clinic for follow up with recorded episodes of noise exhibited by the right atrial lead. No programming changes were reported. The patient was in stable condition.